Event description:
Implantable ventricular assist device. The pt was implanted with an implantable ventricular assist device (ivad). It was reported by the vad coordinator that shortly after transport to ICU from or, where pt had been in auto mode, he experienced loss of fill signal. Pt was switched to asynch mode rate on supporting driver. Attending physician decided to switch the pt to a portable driver at a fixed rate. Inotropes were adjusted and pt required reintubation. Tee was taken and revealed loss of flow to vad with blood swirling in left atrium cannula. There was minimal flow through inflow cannula or outflow cannula. The loss of fill signal persisted. The intermittent vad occlusion alarm was less frequent with pt in more controlled rhythm post cardioversion and with the use of IV cardizem drip. The signal processor displayed empty flash. Several days later, the pt expired. The center reported cause of death related to a brainstem infarct. The vad coordinator reported that the pt's heart demonstrated severe hypertrophy that occluded his inflow graft and contributed to his decreased flows.

Manufacturer narrative:
It was reported the device was disposed of by the center. No further info is available at this time.